Event description:
The patient contacted animas on (B)(6) 2012 reporting a severe hypoglycemic event the previous night in which she was found unconscious and sweating during the night. The patient reported being assisted by a friend who administered honey and after 15-20 minutes, the patient started to come to. The patient reported that once she was lucid, she checked her blood glucose (bg) and found it was 67mg/dl. The patient confirmed that no emergency services were needed. The patient reported travelling recent and she did not change the time on the pump for the 3 hour time difference; the patient stated that she wondered if this was the cause. The patient also stated that she had recently been on antibiotics for an infection and had increased insulin needs to maintain bg. The patient reported delivering normal boluses to correct for elevated bg levels of 249 - 289 mg/dl. The bolus history revealed that the patient had delivered 4 boluses totaling 15 units between 9:30 and 10:50 the night of the event. The patient stated that while on antibiotics, this increased regimen worked for her. The patient reported that the antibiotics were stopped as of yesterday. Customer support advised the patient that with the increased insulin delivery, the bg was more likely related to over bolusing since the antibiotics were discontinued. Customer support advised the patient to call a health care provider for guidance on insulin dosing. Although there is the indication that the patient mismanaged her diabetes care (over delivery of insulin) this report is made based on the allegation that the patient did not adjust the clock to the time zone which may have contributed to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. A review of the event indicated that the patient's event was likely related to over delivery of insulin after the patient discontinued taking antibiotics. The patient also indicated that she did not adjust the time for traveling across time zones. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. A review of the black box indicated a manual time and date change by the use on (B)(6) 2012 from 3:57 pm to 7:13 pm, resulting in inaccuracies in the pump histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.